Event description:
Customer reported the safety clamp did not engage when the set was removed from the pump module and the pt received a bolus of epinephrine. Report the user did not close the roller clamp prior to removing the set. The pt was post cardiac bypass surgery, experienced an increase in blood pressure because of the bolus, and required surgical intervention. No long term pt harm reported. The customer stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4). The pump module was evaluated by clinical engineering at the facility. It was confirmed the sears on the door were intact and no issues were identified. The administration set was saved but will not be returned because risk management would not release the set for eval.